Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No frozen display anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, reservoir tube, and battery tube threads. Unit received with minor scratched display window.(B)(4)

Event description:
The customer reported via phone call that she attempted to set an alarm to remind her to check her blood glucose in two hours but the buttons on the insulin pump froze. She was unable to clear the alarm and took the battery out. When she placed the battery back in, the insulin pump alarmed button error. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.